Manufacturer narrative:
The device was not returned for evaluation. The device history records were reviewed and there were no discrepancies thought to be related to the reported event. MFR reference #: (B)(4). Hyphema is listed in the device labeling as a known inherent risk of glaucoma stent surgery. Submitted to FDA on : 5/17/2016.

Event description:
The surgeon initially reported being unable to implant the istent due to patient anatomy. The surgeon provided additional follow up on 1/22/2016 reporting that he performed endoscopic cyclophotocoagulation (ecp) in combination with cataract surgery. Postoperatively, the patient presented with hyphema in the left (operative) eye persisting beyond the one-week postoperative exam. A membrane was observed on the intraocular lens. The patient's prognosis was reported to be good. Additional follow-up was requested and on 4/25/2016 the surgeon provided the following details. The istent procedure was aborted due to intraoperative bleeding which compromised visibility of the angle. The hyphema was first observed during surgery on (B)(6) 2016. The hyphema was described as red blood cell layering in the anterior chamber. Preoperatively, the patient had pseudoexfoliation glaucoma in the operative eye with 20/30 bcva and iop: 40 mmhg. Postoperatively, the patient's bcva improved to 20/25 and iop improved to 31mmhg. The hyphema resolved without intervention, but the surgeon was unable to adequately control the iop and referred the patient to a specialist for consideration of a glaucoma shunt.